Event description:
Reporter indicated that the patient experienced a lead break. Lead revision surgery was performed. X-rays or diagnostic tests have not been made available to the manufacturer. Product has not been returned to manufacturer for analysis. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.